Manufacturer narrative:
Concomitant medical devices: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID 3389s-40, lot# va0nqmj, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative(rep) and a health care provider (hcp). It was reported that the implantable neurostimulator (ins) and extension were replaced on (B)(6) 2016. Once explanted, a visual inspection of the devices was performed and resulted in the discovery of a break in the extension. The ins and extension were planned to be returned for analysis. The patient has been doing well since the explant and is no longer receiving shocks or severe motor fluctuations.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional from a clinical study later reported starting on (B)(6) 2016 the patient started experiencing zapping under their right arm by the right deep brain stimulator device. The patient could trigger by pushing on device or moving their arm. The sensation completely went away when the device was turned off. The patient denied surging in neck, head or arm and denied paresthesia or symptoms in the left arm. Following the last programming the patient had improvement in overall on/off period by one day but was now experiencing erratic on/off times where they would be very bradykinetic/off and then would swing into severe dyskinesia. There was suboptimal response to multiple settings. The device was interrogated. There was an unscheduled clinic or office visit. The patient was reprogrammed. The outcome was resolved without sequelae. This was not related to programming/stimulation but w as component related. It was related to extension 1. No hospitalization was required.

Manufacturer narrative:
Return date updated.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0nqmj, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient experienced a shocking sensation under her right arm pit and under the implantable neurostimulator (ins) on and off since (B)(6) 2016 so stimulation was turned off. The patent also noted that she was experiencing ¿severe on/off fluctuations¿. No trauma or falls were reported to be related to the issue, but shocking was related to positional movement. An impedance measurement was performed and resulted in normal impedances. The shocking was resolved when electrode #1 was deactivated. It was noted that the programming is limited because electrode #3 cannot be used, #1 caused shocking, and #0 had side effects. In regards to the ins pocket, the patient reported it felt like ¿a tens unit¿, a jolt, and the muscle would contract. The patient experienced the previously mentioned ins pocket sensations when the ins was interrogated, when impedances were measured, when c<(>&<)>1 were used, and when the device was programmed, but not when the ins was off. The patient had anxiety because of the reported issues, but at the time of this report, the shocking had stopped. It was noted that the cause of the reported issues was not determined. The patient was concerned that she was not receiving continuous stimulation so she contacted her surgeon to discuss the potential of her receiving a replacement ins. Surgery has not been planned or performed at the time of this report but the patient will most likely have surgery in the next week or so as her quality of life is greatly reduced due to the reported issues.

Manufacturer narrative:
Conclusion code pertains to the ins and pertains to the extension. \analysis of the implantable neurostimulator found no anomalies. Analysis of the extension found the distal end conductor broken up to the transition point, the #3 straight wire conductor was broken 2.6cm from the distal end at the straight to coil wire crimp sleeve and outer body insulation breached depression, breach depressions in the outer insulation were observed 2.5 and 5cm from the distal end. The #1 conductor wire was exposed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.